Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified peripheral artery. A 4 mm x 40 mm x 146 cm coyote balloon catheter was advanced for dilatation. However, during fourth inflation at nominal atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).